Manufacturer narrative:
The technician found intermittent head articulations functions from both siderails. There were no error or gci codes. Trend/reverse trend/CPR were all functioning. He replaced the left and right siderail ucm boards to repair the bed.

Event description:
Information received indicates the bed has no head function. The head of the bed is flat.